Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by morris mj, et al in the knee (2012), http://dx.doi.org/10.1016/j.knee.2012.10.019. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-02797 which referenced a journal article written on a study that this patient took part in.

Event description:
Complaint received in individual patient chart in journal article "mortality and perioperative complications after unicompartmental knee arthroplasty." It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient underwent an open reduction internal fixation on an unknown date due to a supracondylar femur fracture.